Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by severe abdominal pain. The cause of and treatment for peritonitis were not reported. It was reported that the patient was in the emergency room (ER) when diagnosed with peritonitis however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis event. Action taken with pd therapy was not reported. No additional information could be provided because the reporter declined follow-up.